Event description:
It was reported that the vns patient passed away. The cause of death is unknown. It was reported that vns was not related to the cause of death. Attempts to obtain additional relevant information have been unsuccessful to date.